Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. Analysis confirmed the device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. It was reported by the patient's wife that the ICD malfunctioned and that the ICD was programmed off. The device was replaced. No patient complications have been reported as a result of this event. Additional information reports the device was explanted due to premature battery depletion. Aactual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device was out of specification in a manner that relates to event performance premature eri (elective replacement indicator).

Event description:
It was reported by the patient's wife that the ICD malfunctioned and that the ICD was programmed off. The device was replaced. No patient complications have been reported as a result of this event. Additional information reports the device was explanted due to premature battery depletion.